Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted there was a reduction in r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2008 (B)(6). (B)(4).